Manufacturer narrative:
(B)(4). Please reference literature at the following location: http://abjs.mums.ac.ir/article_3825_586.html. This report will be amended when our investigation is complete.

Event description:
It is reported that two knees underwent a two-stage revision for infection. Both infections were confirmed by culture, laboratory and clinical data. The infecting micro-organism was staphylococcus aureus.

Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Single-use, sterilized devices manufactured or distributed by zimmer are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is highly unlikely that the specified device caused any patient infection. A definitive root cause cannot be determined with the information provided.